Event description:
It was reported that when the device was used during a roux-en-y procedure, it misfired. The case was completed by hand suturing. The operating room time was extended by an unknown amount of time.